Event description:
It was reported that at the patient's follow-up visit the device was found to be at recommended replacement time (rrt). The device is suspect of early battery depletion as the device had a short longevity and lasted three and a half years. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a low battery voltage alert for rrt (recommended replacement time). The time of rrt in save to disk was on (B)(6)-2013 where the device rrt was less than or equal to 2.6251 volts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4470 competitor implantable pacing lead - implanted: 2009 (B)(6); 0185 competitor implantable tachy lead - implanted: 2009 (B)(6); 419478 implantable pacing lead - implanted: 2009 (B)(6). (B)(4).